Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "tissue is moving" and "lump". Device remains implanted. Healthcare professional later reported capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Event description:
Patient reported left side "tissue is moving" and "lump". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Lump/nodule: unable to observe since, it is not related to the device. Visibility/palpability: unable to observe, since it is not related to the device. Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14feb2024.

Event description:
Patient reported left side "tissue is moving" and "lump". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.